Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead exhibited high thresholds and was unable to pace. Re-positioning was attempted but unsuccessful, and the lv lead was explanted. The right ventricular (rv) lead implant was then attempted and unsuccessful because the helix could not be extended after being retracted. The rv lead was also explanted and replaced. No patient complications have been reported as a result of this event.